Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother reported that the user's blood glucose device gave a lower-than-expected reading during a hyperglycemic event. The user was experiencing elevated blood glucose symptoms of nausea and a stomachache. The user tested their blood glucose on the performa system and received a result of 39 mg/dl. The mother knew that this result was incorrect based on the user's symptoms and therefore did not treat the customer for low blood glucose. The mother then tested the customer's acetone levels and found them to be very high (exact result not provided). The customer was taken to the hospital and upon arrival received a blood glucose result of 400 mg/dl. The hospital treated the customer with insulin, danset, and a saline IV. The customer's blood glucose levels stabilized and he was discharged from the hospital after 5 hours.